Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on 08jan2023. Per the consumer, she added six drops of reagent to the test card then inserted the swab into the test card before taking her nasal sample. Realizing her error, she removed the swab from the test card (that was reportedly "dipped in reagent"), swabbed both nostrils, and re-inserted the swab into the test card. The consumer denied any burning within the nostril and reportedly took no remedial action. Additionally, she confirmed that she is "feeling good and doesn't have any discomfort". There was no reported patient impact. Additionally, the consumer reported that her test kit only contained a spanish language package insert.

Manufacturer narrative:
A product deficiency was not reported or found. The customer refused sds and stated they are not facing any discomfort. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.

Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Single use; device discarded.

Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6) 2023. Per the consumer, she added six drops of reagent to the test card then inserted the swab into the test card before taking her nasal sample. Realizing her error, she removed the swab from the test card (that was reportedly "dipped in reagent"), swabbed both nostrils, and re-inserted the swab into the test card. The consumer denied any burning within the nostril and reportedly took no remedial action. Additionally, she confirmed that she is "feeling good and doesn't have any discomfort". There was no reported patient impact. Additionally, the consumer reported that her test kit only contained a spanish language package insert.